Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.4, lab: 1.7. Date: same day, inratio: 3.2, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.4, lab: 1.7, mean: 2.05, confident limits: 1.4-3.1. Date: same day, inratio: 3.2, lab: 2.8, mean: 3.0, confident limits: 1.8-4.2. Both inratio and lab values are within the confidence limits for inr testing (internal procedure). The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.